Manufacturer narrative:
According to the complainant, the suspect device is implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted in the space between the prostate and rectum during a spaceoar implant procedure performed on (B)(6) 2018. Reportedly, the patient complained of severe pain during the spaceoar procedure. The patient underwent ultra-hypofractionated prostate radiotherapy (B)(6) 2019. During this time, the patient complained of urinary pain and frequency. Per the physician, these symptoms were due to the radiotherapy. These symptoms were treated with steroids (dexamethasone 25mg) once a day for two weeks, with complete recovery. According to the complainant, a few days after radiation treatment, the patient started to suffer from constipation and recto-anal pain. The symptoms were initially mild and slowly became more severe over a few weeks. Fever was never reported. On (B)(6) 2019, the patient complained of high pain in the rectum. A digital rectal exam (dre) was executed, revealing a solid lesion felt beyond the anterior rectal wall and projecting into the rectal lumen on the right-anterior side. A diagnostic MRI was performed (B)(6) 2019, and confirmed an organized lesion (axial diameter of 49x34 mm, cc extension of 38 mm) with fluid content and thickened walls was located in the site of the spaceoar implant, in the space between the prostate and rectum. The lesion imprinted the wall of the rectum, especially on the right side. Furthermore, a moderate thickening and parietal edema of the middle and lower rectum with perivisceral edematous suffusion and thickening of the meso-rectal fascia were noticed. On (B)(6) 2019, the lesion was treated by trans perineal drainage. The drained fluid was tested and the culture was negative for both aerobic/anaerobic bacteria and fungal infection. The patient's constipation was treated with laxatives. In the physician's assessment, the constipation was caused by the reduction of the rectal lumen due to the abscess. The patient's recto-anal pain was treated with oral naids. In the physician's assessment the pain was caused by compression of the pelvic abscess. As of (B)(6) 2019, the patient's ecog status is grade 0 and the pain is not present.

Manufacturer narrative:
H10: according to the complainant, the suspect device is implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. H2: additional information received on 26apr2019. B5 has been updated.

Event description:
It was reported to boston scientific corporation on april 2, 2019 that spaceoar was implanted in the space between the prostate and rectum during a spaceoar implant procedure performed on (B)(6) 2018. Reportedly, the patient complained of severe pain during the spaceoar procedure. The patient underwent ultra-hypofractionated prostate radiotherapy (B)(6) 2019. During this time, the patient complained of urinary pain and frequency. Per the physician, these symptoms were due to the radiotherapy. These symptoms were treated with steroids ("dexamethasone" 25mg) once a day for two weeks, with complete recovery. According to the complainant, a few days after radiation treatment, the patient started to suffer from constipation and recto-anal pain. The symptoms were initially mild and slowly became more severe over a few weeks. Fever was never reported. On (B)(6) 2019, the patient complained of high pain in the rectum. A digital rectal exam (dre) was executed, revealing a solid lesion felt beyond the anterior rectal wall and projecting into the rectal lumen on the right-anterior side. A diagnostic MRI was performed (B)(6) 2019, and confirmed an organized lesion (axial diameter of 49x34 mm, cc extension of 38 mm) with fluid content and thickened walls was located in the site of the spaceoar implant, in the space between the prostate and rectum. The lesion imprinted the wall of the rectum, especially on the right side. Furthermore, a moderate thickening and parietal edema of the middle and lower rectum with perivisceral edematous suffusion and thickening of the meso-rectal fascia were noticed. On (B)(6) 2019, the lesion was treated by trans perineal drainage. The drained fluid was tested and the culture was negative for both aerobic/anaerobic bacteria and fungal infection. The patient's constipation was treated with laxatives. In the physician's assessment, the constipation was caused by the reduction of the rectal lumen due to the abscess. The patient's recto-anal pain was treated with oral nsaids. In the physician's assessment the pain was caused by compression of the pelvic abscess. As of (B)(6) 2019, the patient's ecog status is grade 0 and the pain is not present. Additional information received on 26apr2019. The patient's constipation was treated with herbal laxatives.